Event description:
Additional information received that the decision was made to withdraw support and the patient expired. Per medical safety officer review there is not enough information to associate use of device with outcome.

Manufacturer narrative:
The investigation for sterile sleeve damage has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. D6b added. B5 updated information the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-11811: f6/f8-should have been left blank . G1 reporting contact fax number missing.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. During patient support, the sterile sleeve partially tore near the touhy borst valve. The site was cleaned and the nurse used tegaderm to close the area. No additional complications were encountered. There was no patient harm. The patient remains on impella 5.5 support on the date of this report.